Manufacturer narrative:
(B)(4). The customer returned one psi kit for analysis. Signs of use were observed within the dilator, confirming that the sample was used. Visual analysis of the dilator revealed that the tip was damaged, and a piece was folded outward. Microscopic examination confirmed the damage and revealed stress marks. The dilator length measured 7", which is within the specification limits of 6 5/8" - 7 1/8" per the dilator product drawing. The dilator inner diameter at the proximal end measured 0.052", which is within the specification limits of 0.051" - 0.055" per dilator extrusion product drawing. The dilator outer diameter measured 0.1170", which is within the specification limits of 0.117" - 0.120" per the dilator extrusion product drawing. The dilator inner diameter at the distal tip cannot be accurately measured due to the damage at the tip. An attempt to insert a lab inventory guidewire (measured 0.84mm) through the dilator was performed. Resistance was encountered at the tip; however, the guidewire was able to fully pass through. Performed per IFU statement, " thread tapered tip of dilator/sheath/valve assembly over guidewire. Sufficient guidewire length must remain exposed at hub end of device to maintain a firm grip on guidewire". The test was repeated by inserting the same lab inventory guidewire through the hub end of the dilator. Resistance was only encountered at the damaged tip. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or sheath/dilator assembly as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to facilitate advancement of sheath through tortuous vessel". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was damaged and folded outward. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report that the defect occurred during use and the appearance of the damage, the root cause cannot be determined, as it is unknown if the damage occurred before or after the customer handled it. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the dilator tip was found slightly cracked when the user attempted to use it during the procedure. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the dilator tip was found slightly cracked when the user attempted to use it during the procedure. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".